Manufacturer narrative:
(B)(4). The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure the device was fired at the first firing with a white cartridge. The staples were malformed. It is unknown at what area of the staple line the staples were malformed. Another device was used to complete the case with no patient consequence.